Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported being hospitalized while on vacation in (B)(6). She was diagnosed with high blood glucose and also had an ear infection. The patient received an IV and antibiotics. She also bought some local medication, the name of which she could not provided. The patient could not remember her blood glucose level exactly, but stated it was high and reached 500mg/dl. The pod was worn between 24 and 36 hours on her back. She also indicated she treated herself by drinking water, taking shots, and doing a correction. She reported that insulin was suspended prior to the high blood glucose, but she does not remember for how long. She also mentioned being under water a lot, which may have loosened the adhesive, and she smelled insulin when the pod was removed.